Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned. Visual and functional inspections were performed on the returned device. The leak was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. The investigation was unable to determine a conclusive cause for the leak. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the lower extremity. During inflation of the 2.0 x 40 mm armada balloon catheter balloon at the lesion the pressure was unstable. As the correct pressure could not be reached the balloon catheter was removed from the patient. After retraction of the shaft of the device was observed to be leaking close to the guide wire exit notch. There was no resistance felt during advancement of the balloon catheter to the lesion. Another balloon catheter was used to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.